Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery would not charge. Multiple usb cables and adaptors were used. There was no reported impact to customer's blood glucose. Customer reverted to using an alternate pump for insulin therapy.